Manufacturer narrative:
All of the buttons functioned properly. No damage was noted on the keypad assembly and no unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump has unresponsive buttons on the keypad. Blood glucose reading was 140 mg/dl. Reporter stated that the buttons had to be pushed hard a few times before it registered. Reporter is in the hospital for non-diabetes related reasons. Nothing further reported.